Event description:
It was reported that the patient came to the emergency room in complete heart block and with a heart rate at approximately 40 beats per minute. The device was found to be at elective replacement indicator and non capture was suspected. The device was noted to be at vvi 65 at the replacement procedure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5524m implantable pacing lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.